Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Both the device and the therapy cable used during the event tested ok with no discrepancies observed. Physio then downloaded the electronic patient record from the device and was able to confirm that it intermittently did not detect that the patient was connected while in paddles lead ECG. Additionally, physio confirmed that the device had a service indication appear during the event and that the device had logged an event code in the memory. Physio then cleared the device's memory and the event code did not return. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would intermittently not detect that the patient was connected via a therapy cable and therapy electrodes while in paddles lead ECG. As a result, defibrillation (or determining the need for defibrillation) may not have been possible. Additionally, a service indicator appeared during the event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.